Event description:
It was reported by service report that the cot had a damaged wheel assembly. There was a sharp edge from the plastic where the wheel broke apart. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly; exposed sharp edges.